Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a keyboard failure. A field service engineer replaced the inoperable keyboard with a new one. The new keyboard functioned properly, and the customer was able to sign in without issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a keyboard failure occurred. The keyboard was not functioning, preventing access to the pyxis station, as the keys were unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.